Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, customer reported that the luer lock was cut from the cartridge tubing. Blood glucose was 350 mg/dl. Reportedly, a new cartridge was loaded to address the event.